Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The disassociation of the polyethylene liner was found.

Manufacturer narrative:
Examination of the returned devices confirms the reported disassociation. Machining lines on the articulating liner surface counter to the visible bearing wear suggests the device was not evenly loaded by the femoral head. It is suspected the acetabular cup was positioned more vertically than recommended. A search of the complaints databases finds no related reports against the device product/lot code combinations. The investigation can draw no further conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The disassociation of the polyethylene liner was found. The primary surgery was conducted about one year and a half ago. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
The disassociation of the polyethylene liner was found. The primary surgery was conducted about one year and a half ago.